Manufacturer narrative:
No similar complaints have been received so far for this lot. Investigation showed that no remarks were reported during the batch record visual inspection. A 100% visual inspection process of all filled syringes is performed to remove syringes with foreign material. Also, a 100% visual inspection is performed after blistering. A carton, insert and assembled partially used syringe was received as a complaint sample. Visual inspection of the syringe showed that no foreign material is present. Due to the unremarkable review of the bulk manufacturing documentation and release testing results and according to local procedures, retain sample testing was not performed. The root cause of this reported occurrence is inconclusive, no problem was found. As this is an isolated complaint for this lot, no foreign material was found in the syringe and a 100% visual inspection is performed on all filled syringes, this complaint could not be confirmed. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. No problem was found, so no CAPA is initiated. However further trending is performed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A health professional reported that a viscoelastic product was used during surgery that resulted particles or white flecks that were retained in the eye at the end of the procedure. Patient impact information is unknown. Additional information has been requested. Additional information received clarified that the particles were white to opaque in color. The particles were not removed from the patient's left eye. It remains unknown if the particles caused any damage to the eye. However, no unplanned medical intervention has been required.